Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes the pacemaker was explanted and replaced on 13 apr 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's pacemaker presented with a diagnostics anomaly where the device was below it's elective replacement interval (eri) voltage for a few days and was not showing eri. No changes were reported. The patient was stable.